Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Infusion set change was performed to resolve the issue. Although requested by tandem technical support, the contact declined to perform troubleshooting declined a follow-up. Customer's blood glucose level was 254 mg/dl.